Event description:
It was reported that post procedure atrial lead dislodgement noted via chest x-ray and with programmer interrogation. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. All tines were found intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts.